Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction internal fixation with multiloc nail for fracture of the proximal left humerus. After inserting the implant, the surgeon tried to insert the end cap; however, it was difficult to insert. The surgeon abandoned the insertion of the end cap. The surgery was completed successfully with less than thirty minutes delay. Patient was stable. This report is for a titanium (ti) multiloc end cap for multiloc nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Product code: 04.019.000s lot: 380p342, manufacturing site: (B)(4). Release to warehouse date: october 21, 2021, expiration date: october 01, 2031, manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.